Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade I. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified broken shell, wear abrasion, missing shell, brown particles, and creases fold. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified sharp broken edge on radius. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was a sharp broken edge on radius due to an unidentified (tear) opening, and missing shell due to inconclusive. Additional, changed, and/or corrected data: d.10, g.1, h.3, h.6

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health professional reported left side rupture and capsular contracture, baker grade I. Device was explanted.